Event description:
User states she had two discrepant results. The first sample was a troponin t that gave an original result of 0.049 ng per ml and on repeat was less than 0.010 ng per ml twice. The original result was not reported, because the patient did not have a previous positive result. The second sample was an hcg that gave an original result of greater than 10,000 miu per ml, it was rerun on dilution and gave a value of 73.59 miu per ml. The user ran the sample again and got greater than 10,000 miu per ml. The user then poured the sample into a cup, and repeated testing with a dilution and got a value of 125,578 miu per ml. A value was not reported until the final result was obtained.

Manufacturer narrative:
The field service representative determined there was low high voltage. He aligned the black tubing and checked the stirrer speed. Calibration and qc was performed to verify the performance of the analyzer.